Manufacturer narrative:
The report of a user advisory (ua) 12 (lifeband not present) was confirmed based on the archive data review of the autopulse platform (sn (B)(4)); however, was not reproduced during functional testing. A likely root cause for the ua 12 error messages is attributed to the improper installation of the lifeband into the platform. Visual inspection of the returned platform found that the user control panel backlight was not functional. This observation is unrelated to the reported event. The platform was evaluated and found no other functional issue. The platform operated as intended and successfully performed continuous compressions using a large resuscitation test fixture without observing a ua 12 error message, or any other faults. Examination of the lifeband switch assembly confirmed that it was within specification. The archive data was reviewed and contained multiple ua 12 error messages on (B)(6) 2017 and not on the reported event date of (B)(6) 2017. The user was unable to clear the ua 12 error message, thus confirming the reported event. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua 12 error message recorded in the archive data is easily clearable by the user. The ua 12 error message alerts the operator that the lifeband clip is not properly engaging the safety switches in the driveshaft. The ua 12 error message can be cleared by ensuring that the lifeband is properly installed and subsequently restarting the platform. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse displayed a user advisory 12 (lifeband not detected) error message during deployment, and did not provide any compression. It was not clear how much time it took to troubleshoot, or if manual CPR was performed during troubleshooting. Manual CPR was performed for an unknown amount of time. For a trained user, changing from the autopulse to manual CPR can be made quickly, and patient's outcome should not be negatively impacted when compared to standard of care manual CPR. Autopulse did not compress, and patient was not revived by manual CPR. No information is provided on the patient's clinical condition; however, the cause of patient's death was likely to be patient's underlying clinical condition and bad prognosis.

Event description:
It was reported that the autopulse platform (sn (B)(4)), prior to deployment was tested and displayed a user advisory (ua) 12 (lifeband not detected) error message. The user replaced the lifeband multiple times; however, this did not resolve the issue. Following this, the emergency crew immediately performed manual CPR for an unspecified amount of time. The patient did not achieve a return of spontaneous circulation and upon arrival at the hospital, the patient was pronounced dead. The reporter was unable to specify the length of time manual CPR performed as well as the cause of the patient's expiration. The reporter stated that the patient's outcome is not attributed to the delay caused by the reported device issue.